Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the analyzer and found intermittent vibration of reagent probe b in wash collar. Pvt3 carryover test failed. Probe b was replaced a15931 and wash collar a10796. Precision and carryover testing passed. Identified failure mode: failure mode is unknown. Multiple hardware components failed and replaced.

Event description:
While servicing the unicel dxc 800 synchron system, the beckman coulter field service engineer identified erroneously high ammonia. Patient results generated by the analyzer. Erroneous test results were not reported outside the lab. There was no death, injury or affect to patient treatment.